Event description:
Overview: during a routine cystoscopy and right ureteroscopy laser lithotripsy, the ureteroscope became lodged inside of the patient in the right ureter. It could not be extracted and a physician needed to call in one a partner physician to assist and they were able to get the scope out. The outer hydrophilic plastic covering had shredded, exposing the inner metallic articulating pieces. Those pieces grabbed onto the tissue of the ureter causing trauma to the soft tissue lining of the ureter. I brought the patient back to the or about a month later and the trauma appears significant enough that they may require a major operation including reimplanting the right kidney and ureter into the bladder. Further evaluation is scheduled/in process, and is anticipated to guide this decision. Surgical note details: a patient was taken to the or for cystoscopy, r [right] ureteroscopy laser lithotripsy, and stent placement. 22 french cystoscope sheath with 30 degree lens was inserted per urethra into the bladder atraumatically. Normal bladder and urothelium. Then did a 360 evaluation of the bladder which was normal with ureters in orthotopic position. 5 french operative catheter was used for retrograde pyelogram on the right. This demonstrated a wide-open distal ureter with obstructing stone at the proximal portion. 2 zip wires were placed into the ureter. 1 was able to go up to the kidney and the second wire was unable to pass the stone. We used a flexible ureteroscope and guiding it over the wire in the distal ureter we were able to easily pass into the ureteral orifice up to the level of the stone. There was a very large opening of the ureter no areas of concern up to that level. Patient was requesting stone treatment and this setting and given the large capacity of the ureter and the easy visualization of the stone I believe it would be safe to proceed with the stone treatment. We had the safety wire in place at this time. Using a 200 nm holmium laser fiber the stone was fragmented into several small pieces. Most of these proceeded down the distal part of the ureter and was so they were all able to be dislodged. Bringing back the ureteroscope in order to visualize the fragments and begin the process of removing them. At this point the scope stopped moving around the iliac vessels and it was difficult to manipulate and get any freedom of movement. For the next hour and a half, we tried multiple maneuvers in order to free the scope. This included rotating the scope is much as possible, removing the safety wire having it was lodged in between the stone fragment, injecting contrast beside the ureteroscope as well as lubricated saline while rotating the scope send hoping to dislodge what stone fragments were holding. A running assumption during this entire time was the stone fragments were lodged between the ureteroscope and the ureter and since the only pinch point that I noticed on the antegrade ureteroscopy was at the ureteral orifice I tried to laser open the ureteral orifice hoping to be able to appreciate the obstruction. That failed to relieve anything as well. Finally, the surgeon spoke to one of their colleagues and requested their input. The second surgeon kindly came to the hospital and assisted. The second surgeon used a wolf needle tipped semirigid ureteroscope and was able to wedge this between the flexible ureteroscope and the ureteral wall. Is then able to advance it up and at that time noticed that the outer plastic that no coding had degloved from the scope and the inner steel articulating pieces were in direct contact with the ureteral wall. This is what led to a lot of very small pinch points between the metal enter workings of the scope and the ureteral wall. He is able to circumferentially free these up until the flexible ureteroscope was able to be removed intact. He then was able to place his semirigid ureteroscope back into the ureter and a wire placed up to the level of the kidney. We performed another retrograde pyelogram which demonstrated that the lumen of the right ureter was intact and there was some small fragments within the distal ureter but nothing large enough to be of concern. Given the amount of difficulty and concerned about causing further damage we then elected to complete the case by placing a double-j ureteral stent over the weiler until there was 1 coil seen in the renal pelvis and 1 seen in the bladder. Outcome successful treatment of large obstructing right kidney stone complicated by ureteroscope malfunction that had to be manually freed from the ureter. Repeat ureteroscopy completed one month later, with ureteral stent replaced. Pending the need for additional procedures/repair, to be determined in coming months.